Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer name, city and state and manufacturer site, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for separates (inner shield). The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that while using a bd unspecified pen needle, the inner shield would fall off. The following information was provided by the initial reporter: the green covers for the 2nd gen nano pen needles fall off too easily.